Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they had integrated the ins and turned on the ins. Impedances were normal and no other issues were identified. Done on the same day as the incident. The cause of the por was unknown, but the issue had resolved. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had called the rep and stated that they had a return of symptoms ¿ significant tremors. Patient reported they saw the doctor icon on the patient controller. The rep did not know if there was an error code associated with the doctor icon. The rep was on their way to see the patient. The rep called back and reported that the patient was seeing the por screen. The por was seen on the 8840 and was a 0x400. There were no reports of any medical tests. The patient woke up in the morning and saw it on their programmer. There were no further complications reported.